Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a bent guidewire was confirmed, but the cause cannot be determined. The sample returned included various components, reportedly from a ptfe peel-apart sheath introducer kit. Visual observation found the returned components to include a scalpel, a 4.5 fr microintroducer, an IV catheter, an introducer needle, a guidewire in its hoop, and a microintroducer kit label. The hoop was without any j-tip straightener, which is included in the drawing for the hoop. Part of the wire was sticking outside the hoop. The wire was bent and kinked in the region extending outside the hoop. Microscopic evaluation confirmed some bending and two kinks in the wire near the exposed end. Tactual evaluation found that the guidewire¿s weld tips were intact and the guidewire was not frayed. It is not known what caused the damage to the wire, but it is possible that the absence of the j-tip, if absent before the damage occurred, contributed to the damage because the wire was not protected. The damage may have occurred at any time in the life of the device, including packaging, storage, transport, or preparation for use. A lot history review (lhr) of reaw0584 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the nurse that the guidewire was kinked when the package was opened by the healthcare professional. The catheter was not used.